Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as circumstances that led to the issue, they felt the device not working was because the patient had some episodes of emesis. As an action taken to resolve the issue, the device was adjusted in the hcp¿s office with no difficulties. The settings were changed on (B)(6) 2019. The hcp indicated that the device was fully functional. The patient had a follow up appointment in one month. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said their bladder is getting worse and they don't think they will use it anymore. They wanted to know if the manufacturing company would like it back. The call center told the caller the manufacturing company does not take donations and they can see if their healthcare provider (hcp) has a need for it. The patient also said they have bladder incontinence; they are peeing the bed. The patient doesn't think it is working because they are getting older. During the call, the patient didn't want to check settings on the phone and said they are going to their hcp in a couple days; they will check it then. As a result of what was reported, they were redirected to their hcp to see if the device was set right. The call center also told the patient that if they decide to explant the ins, they can have it sent back for analysis. No further patient complications have been reported as a result of this event.